Event description:
It was reported the patient lost weight and kept flipping their implantable neurostimulator (ins). It was noted that everything was "kinked together" and it was a "big shorted mess." It was added the patient had twiddler's syndrome. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Any additional information received will be included in manufacturing report #3004209178-2010-02459.

Manufacturer narrative:
(B)(4).